Manufacturer narrative:
(B)(4).

Event description:
It was reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was in the hospital for labor and delivery. While she was there, she had a seizure. The cgm was reading 85 mg/dl while the bg was 52 mg/dl. The patient was given an oral gel for treatment for hypoglycemia. The patient was okay during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.